Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set tubing was leaking at the adhesive patch. The issue was occurred on 29-mar-2024. The infusion set was used less than 1.5 day. The blood glucose level was monitored with no specific value. The patient replaced the infusion set and resumed on insulin successfully. No further information available.